Event description:
The customer called for help with his contour meter. He alleged that he rec'd a control test result that was low, out of spec. He performed control tests while troubleshooting and rec'd results of 42 and 35 mg/dl. The normal control range was 105-145 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.